Manufacturer narrative:
The actual device was returned; however, no evaluation was performed as this issue has been escalated to a CAPA. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal battery charger device was not charging and had a blinking blue light. The reporter stated that the event occurred when attempting to charge the battery devices. The event was not related to surgery. There was no patient involvement reported. There were no reported injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.